Manufacturer narrative:
Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 130 alarm noted and rewind functioned properly during testing. The motor was tested outside of the device and passed. Pump received with scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump has pump error alarm. Customer's blood glucose value was unknown. Customer stated that they were not able to rewind the pump. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.